Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was not possible to identify the foreign matter alleged to have been clogged in the nozzle, as no action was taken to remove material from the replaced nozzle. The most likely cause of this event was material consisting of silicone rubber, probably a piece from a product used in the endoscopy room and/or the injection tube which is an accessory of the scope. It likely entered because the reprocessing method at the facility differed from instructions for use (IFU) or the facility staff was not trained appropriately on reprocessing or device handling. ¿IFU (instructions for use - reprocessing manual) says about insufficient reprocessing and reprocessing to be performed immediately after each case as below: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ ¿IFU says ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the channel cleaning adapter after each patient procedure¿. IFU (reprocessing manual) says about cloths for reprocessing as below: ¿all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The facility had four devices with nozzle clogging issue observed at the same time. These are captured in medwatches with patient identifiers (B)(6) (gif-hq290), (B)(6) (cf-hq290l), (B)(6) (cf-h290l), (B)(6) (gif-h290). This medwatch is being submitted for patient identifier (B)(6). When on site, the field service engineer (fse) evaluated the device and observed that the nozzle was clogged. Fse did not identify the material. The nozzle was replaced for a new one. Additionally, the switch 1 was also found to be broken. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Field service engineer (fse) was called on site for the evaluation and repair of the device for the issue of switch 1 aging and nozzle damage observed during reprocessing. There is no harm or adverse impact to any patient. Upon evaluation of the device, fse observed clogging of the nozzle. Fse did not identify the material. This medwatch is being submitted for the reportable issue of clogged nozzle observed during device evaluation.